Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/24/24. On (B)(6) 2024 the user's bg levels were consistently high (>400 mg/dl) for an entire day, despite receiving alerts from their device. The user was using the dexcom g7 continuous glucose monitor (cgm). The user followed their ketone action plan but could not recall the results of the ketone test. Back-up therapy was utilized, but the user's bg levels remained elevated. They were driven to the emergency room (ER) by their spouse, as they were unable to drive themselves. At the ER, the user received insulin, fluids, and was instructed to drink water. They were released the same day. The user did not recall any immediate health effects. The user stated they no longer wished to use the ilet and has not resumed its use.